Manufacturer narrative:
The device is not available for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint is considered cause not established.

Event description:
It was reported that at 320 joules while using a greenlight moxy fiber optic during a photo-selective vaporization of the prostate (pvp) procedure, the metal cap at the fiber tip became loose but did not fully detach; the fiber tip was not in contact with any tissue. The fiber was replaced and the procedure was completed. There was no patient harm or adverse outcome.